Event description:
It was reported that the pump was not working properly. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer declined follow-up from tandem technical support regarding the issue; therefore, no additional information was obtained.